Event description:
It was reported that the patient with this device presented to the emergency room (ER) having experienced an electric shock converting non-sustained ventricular arrhythmia (nsva) episode. The physician requested technical services (ts) review the transmission report. Ts noted high out of range shock lead impedance measurements greater than 125 ohms for the last six months. Presenting egm shows device operating as programmed and has not recorded episodes in configured collection period. Further review recommended with device following physician. No adverse patient effects were reported. The device remains in service.